Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the scope socket, possibly due to an external force applied to the connector, stress during insertion/removal or adhesion of material such as dust and water or other material. An additional problem of missing lamp door label, identified on the device evaluation, was likely caused by prolonged use of the subject device. As stated in the instructions for use, to prevent damage to the scope socket, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty scope socket. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel lights were flashing when the unit was powered on. The problem, as reported to olympus, occurred during preparation for use for a diagnostic procedure. The intended procedure was completed with no delay in procedure reported. There was no patient injury, associated with the problem, reported to olympus.